Manufacturer narrative:
This is a report of a patient who discovered a ruptured cassette and consequent leak during peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process. In addition, a batch record review was performed and confirmed the labeling, material, and process controls were within specification. As the device was not returned, the cause of the reported leak could not be determined. Should additional related information become available, a supplemental report will be filed.

Event description:
It was reported that a peritoneal dialysis patient discovered a ruptured cassette and fluid leak during fill 1 of peritoneal dialysis therapy. The patient was connected to the device at the time of the leak. The leak was further specified as, there was fluid found inside the door of the cycler. The cause of the ruptured cassette was unknown. The patient dried the cycler and continued with treatment without further issues. Upon contacting a technical support representative, the patient was advised to discontinue use of the cycler and a replacement cycler was sent to the patient. There was no patient injury reported that resulted from the incident. The patient had manual supplies to continue with peritoneal dialysis therapy until the replacement cycler arrived. The availability of the cassette sample could not be determined. Additional information was requested but was unavailable.